Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg would no longer communicate with any external devices. In turn, the ipg was deemed inoperable. Reportedly, it is unknown when the scs system was last recharged. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model thus resolving the issue.